Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps had occlusion alarms. The events were further described as: lipid continued to alarm ¿occlusion¿ after 4 hour downtime and was random (lipids not completely infusing), continued occlusion alarm even after sensitivity was adjusted, an inability to use the closed flush system as device(s) alarmed occlusion, and continued occlusion after swapping out supplies and flushing. This occurred during use in the nicu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.